Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis showed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The original clinical observation of dislodgement was not able to be confirmed.

Event description:
Boston scientific received information that this lead dislodged. The patient was seen for a revision procedure where the lead was explanted. The lead has been returned for analysis.